Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays did not provide any conclusions regarding the reported event. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. It was initially reported the patient fell and fractured their right greater trochanter. Based on the inability to determine root cause, the need for corrective action has not been identified. Monitor through trending via (B)(4).depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: revision right total hip arthroplasty. Patient had mechanical fall and fractured right greater trochanter. On x-ray patient displays pre-existing osteolysis. Date of primary procedure (B)(6) 2003. Primary implants are: 52mm pinnacle 100 cup ha, 36mm metal liner, srom stem 18x13x160 42 standard neck, 18d large ha sleeve and 36mm +6 head. No reference numbers available. X rays to follow. Photo of x ray available. Patient details: initials (B)(6), dob (B)(6) 1968, age (B)(6), gender male. No further information available.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.